Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and competitor right ventricular (rv) lead triggered an alert for high out-of-range pace impedance measurements. Upon review of the presenting electrogram (egm) loss of capture with an intrinsic rate of 40 bpm was also observed. The patient subsequently underwent a revision procedure at which time a new device and leads were implanted on the opposite side and the patient's chronic system programmed off. No adverse patient effects were reported.